Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: tip detached during medical procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an excessive force applied to the tip that will contribute to the failure. Inadequate welding process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.